Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was intermittently observed to be depleting quickly. The customer provided a blood glucose level of 140 mg/dl. Tandem technical support followed up with the customer regarding the issue. At time of follow up, the customer indicated that the pump battery was depleting within normal parameters.